Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. It was noted that there was no image due to damage on the cable unit. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device display did not receive signal and remained on the settings menu screen. No patient harm reported.

Event description:
It was reported the subject device display did not receive signal and remained on the settings menu screen. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.